Event description:
The homecare provider (hcp) reported the following information: (1) a patient was filling a portable unit from the c41. (2) after the pt disengaged the portable from the c41, the quick connect on the c41 leaked liquid oxygen. (3) the patient received a minor cold burn and sought medical attention from the pt's doctor.